Manufacturer narrative:
An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated a (B)(6) architect syphilis tp result of(B)(6) on a patient who was (B)(6) in 2013. No impact to patient management was reported. Additional reference lab testing was performed with the following results: (B)(6).

Manufacturer narrative:
A retained reagent kit of lot number 64470li00 was tested in a sensitivity setup, including additional replicates of a sensitivity panel. Results of this setup did not implicate that the performance regarding sensitivity of the lot is (B)(6) impacted. No false non-reactive results were obtained. Ticket searches determined that there is a normal complaint activity for the likely cause lot. Tracking and trending report review determined that there are no related adverse and non-statistical trends identified for the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Customer data was reviewed. No further issue identified. No non-conformances and deviations associated with the affected reagent lot have been identified. Based on this investigation, it is concluded that the architect syphilis tp reagent lot, identified in this customer complaint, is performing acceptably.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended at the customer site. However, no systemic issue and/or product deficiency was identified. The conclusion code in evaluation codes was changed from (B)(4).